Event description:
This unsolicited device case from united states was received on (B)(6) 2015 from the patient. This case concerns an (B)(6) female patient who received treatment with synvisc one and experienced allergic type reaction and her walking was still very painful. Her concomitant medications included chondroitin sulfate/glucosamine hydrochloride (osteo bi-flex). The patient had received series of knee injections that are hyaluronate sodium (hyalgan) and hyaluronate sodium (supartz) combination, which she started 5 years ago (2010). No medical history or concurrent conditions were reported. On (B)(4)2015, the patient received treatment with synvisc one injection at a dose of 6 ml, received on time only (route, lot/batch number, expiration date and indication not provided) for knee pain. She received synvisc one instead of third injection of her series of hyaluronate sodium (hyaluronate sodium(hyalgan-supartz) combination which she was supposed to receive on the same day. It was reported that her doctor was not there and another doctor administered the synvisc one injection differently. Her usual doctor "wrapped" her knee prior to the injection; however, it was not done while administering synvisc one. She iced her knee as per the doctor's instruction. The same day, she experienced swelling and pain within an hour or two of the synvisc one injection. It got so bad that she went to the emergency room. She had an "allergic type reaction: to it according the emergency room physician. She was given "cadista methylprednisolone" pills to take for one week. She finished the pills and her knee was much better, but she still had a little swelling and walking was still very painful for her. Patient also takes chondroitin sulfate/glucosamine hydrochloride and stated that chondroitin sulfate/glucosamine hydrochloride along with the hyalgan-supartz combination had her from having a knee replacement for these past several years. Corrective treatment: not reported for the event of "walking was still very painful". Outcome: not recovered for both the events. A product technical complaint (ptc) was initiated and the result was pending.